Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results. The returned autotome rx 44 was analyzed, and a visual and media evaluation noted that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of event of cutting wire break and kinked were confirmed. Upon analysis, it was found that the cutting wire was blackened, kinked, and broken from the proximal pierce hole. Based on the condition of the device, the wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a transduodenal oddi sphincterotomy procedure to treat biliary stone performed on (B)(6) 2025. During the procedure, when cutting the papilla, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. A photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a transduodenal oddi sphincterotomy procedure to treat biliary stone performed on (B)(6) 2025. During the procedure, when cutting the papilla, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. A photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a transduodenal oddi sphincterotomy procedure to treat biliary stone performed on (B)(6) 2025. During the procedure, when cutting the papilla, the cutting wire of the autotome rx 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. A photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: (investigation result.) The device has not been received for analysis despite good faith efforts to obtain product return. A technical analysis could not be performed. Media inspection of the autotome rx 44 photo that was provided by the customer found it was possible to observe the cutting wire was blackened, kinked and broken. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of wire break and wire kinked were confirmed. The wire break could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause is adverse event related to procedure.